Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the device and experienced a strange smell and taste. The patient alleged to experience low oxygen levels. There was no report of serious patient harm or injury. The patient reported to have been hospitalized and used inhalers. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.